Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the interface circuit board. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer did not recall the blood glucose reading. The insulin pump had not been dropped, bumped or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The battery cap contact was cleaned and a fresh battery inserted, but the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.